Manufacturer narrative:
All returned products were patent. The valve met the requirements for pressure-flow and pre-implantation testing. However, it did not meet the requirements for siphon, reflux, and leak testing due to a large tear in the top membrane of the delta chamber. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. Approximately 23.5 cm of the ventricular catheter was returned. Approximately 88.5 cm of the peritoneal catheter was returned. Both the ventricular and peritoneal catheters met the requirements for leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the doctor found the delta shunt kit was leaking when he tested it. It was also reported that a new one was used to complete the surgery. According to the report, there was no injury to the patient and the patient's current status is normal.